Manufacturer narrative:
Investigation is on-going.

Event description:
As reported, approximately 4 years post implant of a 29 mm sapien xt valve, the patient underwent a valve in valve (29 mm sapien 3 in 29 mm sapien xt) procedure for stenosis with a high valve gradient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Additional information provided by the hospital medical records noted that prior to the valve in valve procedure the echo/imaging had showed that although the tavr was in place, the leaflets appeared thickened and stenotic with abnormal gradients. Tte showed an ef of 55-60%, tavr with ¿moderate aortic stenosis gradient. Mild to moderate aortic regurgitation,¿ avmg 70 mmhg and an ava of 0.7cm2, tee showed an ef 55-60%, an aortic valve with ¿degenerative 2 cusps. There is resultant severe aortic stenosis and mild to moderate central aortic insufficiency.¿ the second valve was deployed with excellent results. Echo images immediately following deployment demonstrated no evidence of residual aortic insufficiency. There was good valve function with no evidence of pericardial effusion or diminished left ventricular function. The patient was transferred in stable condition to the post cath recovery unit. Pod36 echo showed valve appeared normal with an aortic valve area of 1.7cm2 and mild peri-prosthetic aortic regurgitation. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause for the valve degeneration four years post implant cannot be determined but may be related to the patient¿s co-morbidities, (requested but not provided) or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.